Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report a quality issue with an acuvue oasys brand contact lens. During the conversation, the pt reported that he/she was diagnosed with a corneal ulcer (affected eye unknown) while wearing the acuvue oasys brand contact lenses. The pt reported that he/she was unable to wear lenses for several days and ¿almost lost his/her vision due to that.¿ the pt also reported a scar in the eye and will have it for the rest of his/her life. The pt did not have the eye care professional¿s contact information at the time of the initial call. Multiple attempts were made to contact the pt for additional medical information, but no additional information has been received. The date of the event is unknown. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mcsd was produced under normal conditions. The availability of the suspect product is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.